Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 500 was confirmed and reproduced during product evaluation. The assignable cause was a defective pump head module keypad. The pump head module keypad was replaced to correct the reported condition. Additional information: the user interface module software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 500:320:654:0000. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.